Manufacturer narrative:
Philips service reconnected cables and verified image processing. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that lost image frames occurred due to network data loss on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.